Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Upon revision surgery, a total fluid loss was identified; therefore, the aus was removed and replaced. No further patient complications were reported.